Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2020-04739, 1627487-2020-04740. It was reported that the patient's ipg was unable to enter MRI mode due to low impedances. In turn, surgical intervention was undertaken wherein the system was explanted.